Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 06-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the patient had the extension wire erode through the skin on the right neck area at the site where the lead and extension wire connected. The surgeon explanted the old extension wire and put in a new one. The issue was resolved at the time of the report. The patient was alive without injury.